Event description:
Follow-up identified the patient received a new ipg on (B)(6) 2018. Stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the charger and programmer. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant the ipg. The re-implantation of an ipg is yet to be determined by the physician.